Manufacturer narrative:
After receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot number 7210767. Checking the quality databases revealed no anomaly in connection with the described defect. However, no sample is available from the customer and we cannot go further than the documentary investigation which didn't reveal any anomaly recorded during production.

Event description:
According to the available information, the catheter tore at the end and therefore a large part of it remained in the bladder/urethra. It was noted that in the presence of the health care professional the patient was not removing the catheter adequately and may have been confused. The patient was not treated as an emergent situation per report.

Manufacturer narrative:
On may 28, we received 3 samples broken = the sample is broken and separated of the funnel. The final answer remains unchanged.